Manufacturer narrative:
The insulin pump functioned properly and passed functional testing including displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. However, the insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent called and reported the customer was hospitalized with high blood glucose of 33 mmol/l. When customer disconnected her infusion set and attempted to prime with another set, insulin would not come out. A third set was used, and customer was able to treat with the insulin pump and blood glucose came down. Changing out the set and reservoir reportedly resolved the issue. At the time of this report, customer's blood glucose was 17 mmol/l. The device will not be returned for analysis at this time.